Event description:
It was reported that "during a percutaneous lumbar discectomy procedure, the surgical laser used delivered excessive energy resulting in thermal injury to the patient. Reportedly, the patient sustained permanent neural injury, suffered pain and loss of normal life experience." No further information was available.